Event description:
It was indicated that the product over-heated during a routine procare visit. There was no patient involvement and no adverse consequences reported.

Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed corroded bearings and foreign debris contamination. The presence of corrosion and debris can lead to increased friction among rotating components, resulting in heat being generated.